Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed y indicating the impedance trend on the rv (right ventricular) pacing lead was variable. Right ventricular (rv) impedance varying, slowly decreasing from approximately 450 ohms in (B)(6) 2015 to approximately 360 ohms (B)(6) 2016, then increasing back to around 450 ohms. Ventricular capture management switched from bipolar to unipolar the week of (B)(6) 2016. Rising and variable rv capture threshold, rising from baseline near 3.5 volts to greater than 4 volts in (B)(6) 2015, decreasing to greater than 3 volts in late (B)(6) 2016, and slowly increasing again. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead tripped a warning for a polarity switch due to notable low impedance measurements. Capture threshold had also gone up slightly since the lead warning. Pocket stimulation was felt at high outputs in bipolar. Reprogramming was initially performed, then later the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.